Event description:
It was reported by the manufacturer representative (rep) that the patient's system was implanted on (B)(6), 2020 and was fully explanted about a month later due to an infection. The exact date of the explant is pending confirmation. No other information was provided.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020; brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020; brand name activa; product ID 3389s-40 (lot: va29zes); product type: 0200-lead; implant date (B)(6) 2020; brand name activa; product ID 3389s-40 (lot: va29zes); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer¿s representative (rep) who reported the original leads were implanted on (B)(6) 2020 with the battery and extensions being implanted on (B)(6). The entire system was removed on (B)(6) 2021 due to an infection. The new leads were implanted on (B)(6) 2022 and the battery and extensions being implanted on (B)(6) 2024; the patient chose to now have the extensions and battery implanted for two years due to an unrelated medical condition.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type extension. Product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type extension. Product ID 3389s-40 lot# va29zes implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Product ID 3389s-40 lot# va29zes implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) confirmed with the hcp that the infection resolved after the surgery. The cause of the infection remains unknown.